Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) exhibited rapid battery drain. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and evaluated the maintenance battery mode. Battery functionality testing was performed, and both battery slots (slot 1 and slot 2) were found to be operating normally. All functional tests were completed with results within specification. No faults were identified, and the unit was confirmed to be functioning as intended. The unit was ready for use.

Manufacturer narrative:
(B)(6).